Event description:
The customer reported that the system was making a popping noise and the image would disappear. The field engineer noted that the pop sound was the x-ray tube arcing, the caused the system to error overload fault and prevented x-rays. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.